Event description:
The balloon of the syntel over-the-wire embolectomy catheter popped during an embolectomy procedure. So, the surgeon used another catheter for the procedure. There was no harm to the patient because of this incident.

Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the incident. We have sent a list of follow-up questions to the hospital but we have not yet received a response despite our repeated attempts. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. As part of our manufacturing process, a 100% balloon and winding inspection are performed on each of the manufactured products. There was no harm to the user because of the balloon malfunction. The surgeon used another catheter to complete the procedure.